Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was torn. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the cause of the reported issue was identified to be contamination of the dso sensor and camshaft. The camshaft, dso sensor and dso seal were all replaced to address this issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device does not alarm for downstream occlusion (dso). The dso seal appears to be unattached from the sensor. The event occurred during testing and there was no patient involvement.